Manufacturer narrative:
The device was not returned for investigation. From the complainant report, it was noted another doctor walked the user through the deployment steps and pulled part of the sheath out quickly. The quick withdraw of the manta device may have led to the vessel becoming slightly stretched or torn due to an unsupported vessel during closure. Manual pressure was applied for 15 minutes to achieve hemostasis. Manual pressure to achieve a quicker time to hemostasis is a clinically accepted therapy and does not alone indicate device failure. A post angiogram was reported to have shown that the toggle appeared partly in and partly out of the vessel; however, due to not receiving angiograms this could not be confirmed. The risk of failing to achieve hemostasis and access site complications leading to manual or mechanical compression in order to achieve hemostasis is written in the IFU. Risk documentation was reviewed, and tract deployment is a known risk. The occurrence of this type of incident remains below risk documentation's acceptable rate. The IFU was reviewed and lists other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention as possible adverse events. The device history record was reviewed and confirmed no non-conformities were identified related to this event. Based on the information reviewed, there is no indication of product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
An investigation has been opened to review device history record, risk documentation, and case imaging.

Event description:
A tavr was performed on (B)(6) 2019. Manta 18f was deployed at 3.5cm and it was reported that pulsatile flow was noted. A second lock advancement was performed but this did not slow the pulsatile flow. Manual pressure was held for 15 minutes and hemostasis was achieved, and no hematoma was noted. A post closure angiogram showed no extravasation but allegedly showed the toggle partially out of the vessel. No further intervention was performed to address the finding from the post closure angiogram. The patient was said reported to be fine following the procedure.